Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed pericardial effusion. The right ventricular (rv) lead was explanted and replaced and the right atrial (ra) lead was repositioned. It was reported that both the right ventricular (rv) lead and the right atrial (ra) lead exhibited lead impedance warnings. No further patient complications have been reported as a result of this event.